Event description:
In a laparoscopic roux-en-y gastric bypass procedure, after the battery had been inserted into the i45v stapler, the device failed to respond, displaying a solid red led. The procedure was completed by means of another i45v stapler.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The i45v was visually and functionally evaluated. When a battery was inserted in the battery compartment the device showed a solid red led and lack of responsiveness as had been reported. Internally, the device was seen to have a cracked motor, which would have contributed to the observed lack of response. The presence of a crack in the motor is a rare and unusual occurrence. The cause of the crack could not be determined, but this issue will be monitored. (B) (4)